Event description:
(B)(4). It was reported that the surgical table in or3 has a broken foot brake and cannot lock the table and move freely. Upon further evaluation of the floor locks, one floor lock cylinder was found to be leaking. There was no reported pt involvement, and no reported adverse consequences.

Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. Actual device was evaluated in the field on (B)(4) 2010. Eval summary: after eval by the field service technician, it was found that one of the floor lock cylinders was leaking. The table was returned to stryker to replace the floor lock cylinder. The root cause for this failure is possibly due to worn out usit washers. This type of malfunction poses a moderate risk to a user for causing a potential slipping hazard. Or if a leak was not noticed, it can lead to complete hydraulic fluid drain causing the table to be completely non-functional for articulations (except for slide mechanism). However, this specific malfunction was identified prior to use and no pts were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.